Event description:
It was reported that two months post implant the right ventricular (rv) threshold had increased and sensing downgraded. It was also reported that the rv lead was repositioned with good measurements through the analyzer. However when the lead was connected to the device, measurements became worse again. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.